Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. The customer's address is unknown. (B)(6) USA has been used as a default.

Event description:
It was reported while testing for sars cov-2 2 false negative results were obtained. A repeat test was performed using pcr and the results were positive. There was no indication that results were reported out and there was no report of patient impact. (B)(4). The following information was provided by the initial reporter: "app read results wrong. It takes quite awhile to get going with the app, the app goes very slow (which may be a good thing to some people), there's no reference for you to read the results on your own (if you've done enough of these at home tests you will know, but if this is your first you would have no clue), but the absolute worst part is that when the app read and reported the results it said negative when the test was clearly positive and when a covid pcr test was done the next day it was positive for covid, so it definitely reported incorrectly. Find a better test, don't waste your money on this one."

Manufacturer narrative:
H.6. Investigation: this summarizes the investigation results regarding a complaint that alleges ¿customer received a negative result¿ via the bd veritor at home covid-19 test (material # 256094), batch number unknown, and ¿reported testing positive on a subsequent pcr test.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false negative was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. (B)(4)

Event description:
It was reported while testing for sars cov-2 2 false negative results were obtained. A repeat test was performed using pcr and the results were positive. There was no indication that results were reported out and there was no report of patient impact. (B)(4) the following information was provided by the initial reporter: "app read results wrong - it takes quite awhile to get going with the app, the app goes very slow (which may be a good thing to some people), there's no reference for you to read the results on your own (if you've done enough of these at home tests you will know, but if this is your first you would have no clue), but the absolute worst part is that when the app read and reported the results it said negative when the test was clearly positive and when a covid pcr test was done the next day it was positive for covid, so it definitely reported incorrectly. Find a better test, don't waste your money on this one."